Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he keeps getting a compromised force sensor system alarm on the insulin pump while doing the rewind process. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer stated that the rewind message occurred after an alarm/alert. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap appears normal. Customer stated that he did not press the cap while connected. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer will use the new pump he has at his house. Customer stated that he was using the old one until it stopped working.